Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield that failed to open at the proximal end. The patient was undergoing a procedure to treat a left internal carotid artery (l-ica) c5 segment ruptured saccular aneurysm. The aneurysm max diameter was 10mm and the neck diameter was 5mm. The distal landing zone was 4.53mm; the proximal landing zone was 5.04mm. Patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. It was reported that the pipeline was prepared per the instructions for use (IFU). The proximal end of the pipeline failed top open completely during deployment. The pipeline was not positioned in a tortuous vessel. More than 50% of the pipeline was deployed when the failure to open was observed. The pipeline was resheathed 3 or more times but the issue did not resolved. It was decided to deploy the pipeline as it was. A balloon was used to try and open the pipeline but full expansion still was not achieved. There was no patient health complication or injury reported associated with the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the failure to open was not determined. According to the user, when they attempted to deploy it as usual, it did not open. The location of the aneurysm is the bouthillier classification c2.